Manufacturer narrative:
Date of event: unknown; therefore, is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted there was a perforation. The filter was noted to tilted. No further patient complications were reported.